Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E3: occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: when the doctor was attempting geniculate artery embolization, pedal access, the introducer wire became lodged in the vessel. He tried to remove the wire by placing the introducer over it; however, the wire was still stuck. When he tried to pull it out, the wire snapped, leaving the distal portion inside the patient's vessel. The case was aborted. The patient was stable. Blood loss was "minimal". It was confirmed that no medical intervention was used, and the distal portion was left inside the patient.